Event description:
An abl800 flex analyzer (B)(4) gave spurious results for the na+ and ica2+ parameters. The following results were obtained for six different patients in the period between (B)(6) 2019: (B)(6). Result was marked '?', the error message is not known from the data available.